Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, "system fault 37" and "defib fault 80" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.